Event description:
Manufacturer representative reported when extension was being tunneled, hcp went too deep, and nerve impingement occurred in patient's shoulder resulting in limited use. No report of device explantation.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that when extension was being tunneled, it went too deep and some kind of nerve impingement occurred in patients shoulder resulting in poor use. An atrophy of the right trapezius muscle was noted. An emg showed a partial injury to the spinal accessory nerve.